Manufacturer narrative:
H6. Evaluation codes: updated. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the tubing set was loose, and the patient did not receive their full dose of medication. The patient spoke with their doctor and the outcome attributed to the adverse event was hospitalization. It was unknown if the patient had a backup product and if they were able to switch to it. The patient was able to successfully continue their therapy, and the therapy was life-sustaining.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. Date of event: unknown. No information has been provided to date. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.